Manufacturer narrative:
The service technician of our distributor replaced the ip esm module. The ventilator started up and worked normally.

Event description:
Hamilton medical ag received the following description from the distributor: after turning the unit on, it remains on the start up page, gives an intermittent alarm and all the panel switches are inactive. It will remain on the start up page with intermittent alarm until we shut the unit down. We repeated the procedure several times with the same result.